Manufacturer narrative:
No product was returned by the customer. As a result, a product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that the pump was exhibiting unspecified error codes subsequent to replacement of the plunger board. No adverse patient effects were reported.